Event description:
It was reported that a call was made on 22-jan-2019 to technical services (ts) stating that the ra lead was non-functioning and was to be laser extracted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)